Manufacturer narrative:
As per preliminary investigation findings, the balloon was torn at the I/c bond. The esheath was delaminated 12cm from tip, and kinks were observed on the hdpe at 10 and 14 cm from tip. Furthermore, the distal tip was split. Investigation is ongoing.

Manufacturer narrative:
Updated sections d9, h3, and h6-component code, type of investigation, findings, and conclusions. The returned sheath was visually examined, and the following was observed: the sheath shaft is slightly curved. Liner is fully expanded, and distal tip is opened. The liner is delaminated and bunched about 12 cm in length from distal tip. Delivery system balloon is observed to be caught in the sheath liner. Two kinks were observed on sheath shaft at approximately 10 cm and 14 cm from distal tip respectively. Radiopaque c-marker band is present and attached to the liner. Delivery system balloon is torn at I/c bond and the balloon material is bunched towards the nose tip. The distal tip was split. Post procedural imagery was provided by the site and revealed the following: the liner is expanded, and tip is opened. The sheath's liner is delaminated and bunched almost halfway through the sheath shaft with the delivery system balloon bunched towards nose tip and appears caught on liner. The complaints for sheath liner delamination and split sheath distal tip were confirmed through evaluation of the returned device and the provided imaging. However, no manufacturing non-conformances were identified during complaint device evaluation. Reviews of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of the instructions for use/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. Per evaluation of the returned devices and provided imagery, the balloon material was torn and bunched towards the nose tip resulting in an altered balloon profile. The balloon was also reported to be insufficiently deflated when it was being retracted into the esheath. The altered profile of an incompletely deflated balloon can be more susceptible to catch onto the distal tip of the sheath and liner. In addition, as excessive manipulation is applied to overcome the withdrawal difficulty, the balloon can cause the distal tip split, and retract the sheath liner as it is withdrawn resulting in the reported delamination. As such, available information suggests that procedural factors (altered balloon profile, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, corrective or preventative actions are not required at this time. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with balloon tears.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16189. Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our european affiliates, during implant of a 26mm sapien 3 ultra vale in aortic position by transfemoral approach, after post dilating with the commander delivery system (ds), during the withdrawal, the commander delivery system got stuck in the esheath. The commander ds was attempted to be pulled into the esheath before the balloon was sufficiently deflated. During the retraction through the esheath, the balloon burst and got stuck approximately 10-15cm from the distal tip of the esheath. Due to this, the esheath was delaminated. The system was withdrawn as a single unit with no cut down was needed. The patient was noted as to be doing well.